Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed 7.4 centimeters from the terminal end. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that boston scientific technical services (ts) was contacted about inappropriate shocks due to t-wave oversensing. The patient was admitted to the emergency room. The healthcare professional (hcp) also mentioned that there was no magnetic response from the device, but the field representative verified magnetic response and noted that the hcp must have placed the magnet incorrectly. The patient remained in the hospital and the next day everything was working appropriately. The device and leads were later explanted due to a product performance issue. No additional adverse patient effects were reported.